Manufacturer narrative:
Device was used for treatment, not diagnosis.

Manufacturer narrative:
The investigation could not be completed and no conclusion could be drawn, as no product was received. A review of the device history record has been performed. Device history record review: the manufacturing documents were reviewed and no complaint related issues were found. This disposition was deemed invalid. Placeholder.

Event description:
It was reported that on (B)(6) 2013 a patient had a sternal zipfix implant procedure. 2 unknown sternal zipfix devices broke during the surgery. Additional sternal zipfix devices were available and the surgery was completed without complications or injury to the patient. On an unknown post operative day, the patient complained of pain. It was determined that the zipfix failed (non-closure). The hardware was removed on (B)(6) 2013. The patient was revised with four titanium sternal fixation plates to achieve closure. The surgery was successfully completed with no injury to the patient. It was reported that the device is in the possession of the facility and the manufacturer was not provided with the release date. This is report 1 of 2 for complaint (B)(4).